Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult complexity in femoral artery anatomy along with preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The EU complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was observed that despite the intervention/stenting of the femoral artery, the pump was unable to deliver. The anatomical structure and the stenting obstructed the placement of the pump, leading to pump explant. No patient harm was reported due to the issue.